Manufacturer narrative:
Correction: annex a: a13 annex c: c0401 annex d: d02 additional information: annex a: a0401 annex c: c16 annex d: d03 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technicians stated issue of both iui¿s not connecting/comm error was confirmed. Damaged pins on the left iui connector of the pcu was the cause of the communication failures. On 08-nov-2024, pcu device was received unboxed and with paperwork. External inspection confirmed the stated problem of communication error. Internal investigation revealed a damaged left iui. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the left iui. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had both the iuis were not connecting and communication error. There was no patient involvement.

Event description:
It was reported that the device had both the iuis were not connecting and communication error. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had both the iuis were not connecting and communication error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of both iui¿s not connecting/comm error was confirmed. Damaged pins on the left iui connector of the pcu was the cause of the communication failures. On 08-nov-2024, pcu device was received unboxed and with paperwork. External inspection confirmed the stated problem of communication error. Internal investigation revealed a damaged left iui. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the left iui. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.